Event description:
It was reported that the patient with this pacemaker reported observing unusual device-related anomalies and expressed interest in contributing to research efforts or providing feedback based on their unique experience as an active device patient. The device remains in service. No adverse patient effects were reported.